Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination and functional testing of the submitted patella drill clamp with a depuy retained mating device (attune patella compression ring) determined that the ball plunger was functional, however the connection was loose. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor cracked and needs replacement. It was also reported that the patella drill clamp handle not working properly and needs replacement. Both instruments did not break during surgery.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.